Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 4.50mm x 8mm was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic and leakage testing analysis were performed on the device. A visual examination of the balloon identified no damages. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft and there were no kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No issues were found with the balloon when inflating to rated burst pressure of 20 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.